Event description:
Patient presented to the physician with the sensing lead migrating to the skin surface at the chest incision site exposing the patient to potential risk of erosion. Physician brought the patient into the or, opened the chest incision, repositioned the stimulation lead and sensing lead, re-sutured, and closed.